Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. The user reported that black graphite parts from the sid gear were falling down on the patient table resulting in a contaminated patient area. There is no report of impact to the state of health of any patient or user involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. No system failure or malfunction and no non-conformity were identified. Contrary to the complaint text there was no patient involved during a procedure. The particles found were discovered by a siemens service engineer during preventive surveillance. These particles indeed may disturb a sterile environment; however, no procedure was disturbed in this case. The investigation showed that the issue mentioned in the complaint was due to increased abrasion of the gear rack due to a misalignment between the gear rack and the gear wheel of the motor. This was proofed by the asymmetric abrasion traces at the gear rack of the receptor lift. The particles of the abrasion (metal powder) had been examined and determined as material of the gear rack and coating. The hardness and thickness of the coating are within specification. The dimensions of the returned parts were tested, especially the flange of the motor and its counterpart, without any deviation from the specification. An endurance test was completed and no problems were recognized. No systematic problem has been identified. The problem mentioned in the complaint is considered as a customer specific issue which has been repaired by our system specialists and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.